Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering properly. Customer stated that she tried to administer a bolus and the device did not make a pumping sound. Blood glucose level the day prior to the call was 507 mg/dl and was 400 mg/dl earlier in the day of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.